Event description:
As reported by (B)(4) affiliates, during a tf-tavi, the valve was positioned and deployed 50/50 inside a degenerated surgical sorin valve with good results. After the patient went to the intensive care unit, she became hemodynamically unstable, showing signs of heart failure. The team observed that the valve was non-functioning, so the patient was sent to the operation room for open heart surgery. The surgeons removed the 23 mm sapien xt valve and implanted a bioprosthesis. Finally the patient was good and stable. Post deployment of the sapien xt, the valve was working properly on angiography, however there was no echo performed. It was perceived the leaflets of the previous valve were preventing coaptation of the sapien xt valve. There is no allegation of device malfunction. The patient had severe native leaflet and annular calcification.

Manufacturer narrative:
At this time, there is no guidance in the thv training manual on usage of a sapien valve within a degenerated surgical sorin valve there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the inadequate leaflet co-aptation is unknown. However, it is likely that the degenerated surgical sorin valve contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the returned photo, what appeared to be thrombi were observed on all three leaflets on the outflow aspect. What appeared to be chordae/native tissue was also observed attached to the sewing cloth of the valve. There did not appear to be host tissue at the leaflets or valve frame. Thrombi has the potential to restrict mobility in the leaflets. However, native structures that inhibit leaflet mobility can also contribute to the development of thrombi. In this case, the reported stated that most probable cause is that the leaflets of the previous valve were preventing a correct opening of the sapien xt valve. The information available does not make is possible to determine cause of the events reported.

Event description:
As reported by (B)(6) affiliates, during a tf-tavi, valve was positioned and deployed 50/50 inside a degenerated surgical sorin valve with good results. After the patient went to the intensive care unit, she became hemodynamically unstable, showing signs of heart failure. The team observed that the valve was non-functioning, so the patient was sent to the operation room for open heart surgery. The surgeons removed the 23 mm sapien xt valve and implanted a bioprosthesis. Finally the patient was good and stable. Post deployment of the sapien xt, the valve was working properly on angiography, however there was no echo performed. The patient had severe native leaflet and annular calcification.

Manufacturer narrative:
Investigation is ongoing.